Event description:
It was reported that the right ventricular lead impedance varied as it dropped and then returned to a higher value. The lead is still in use and the plan is to follow the patient more often. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.